Event description:
It was reported that the patient experienced syncope. High threshold was noted, with the lead not reliably capturing at the highest output. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2011. (B)(4).